Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2008 and a right total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient underwent a right revision on (B)(6), 2012 due to patient allegations of pain, metal poisoning, metallosis, loss of range of motion and bone/tissue destruction. Information received in patient medical records indicates the revision procedure that took place on (B)(6) 2012 was due to pain, instability, inflammatory cystic lesion with fluid, and elevated metal ions. Operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6), 2008 and that a revision procedure was performed on (B)(6), 2012 due to alleged presence of metal in patient's blood. A review of invoice history confirmed surgery dates and that the acetabular cup, modular head and taper adaptor were removed and replaced. Further follow up revealed that, per surgeon's indication, the revision procedure was due to unexplained pain. This report is based on allegations set forth by the patient. The allegations are currently unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6), 2008 and a right total hip arthroplasty on (B)(6), 2008. Subsequently, legal counsel for patient reports patient underwent a right revision on (B)(6), 2012 due to patient allegations of pain, metal poisoning, metallosis, loss of range of motion and bone/tissue destruction. Information received in patient medical records indicates the revision procedure that took place on (B)(6), 2012 was due to pain, instability, inflammatory cystic lesion with fluid, and elevated metal ions. Operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced. Patient medical records state the patient is asymptomatic on the left hip and no revision has been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." "Elevated metal ion levels have been reported with metal-on-metal articulating surfaces." The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00491, 00493 & 00494).

Manufacturer narrative:
This follow-up report is being filed to relay additional information and blood test results, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." This report is number 3 of 7 mdrs filed for the same person (reference 1825034-2012-00491, 00493/00494 &02506 / 002508 & 2013-03868).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Evaluation of returned devices found evidence of scratching of the bearing surfaces and transferred material, with entrainment of third body particles on the head and cup. The joint showed possible evidence of subluxation. This report is number 3 of 6 mdrs filed for the same person (reference 1825034-2012-00491-1, (B)(4)).